Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test in 2009 indicate normal device function. The patient was explanted (date not reported) due to an infection.more information on has been requested but was not available at the time this report was filed.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2009; the patient was not reimplanted in this ear. The device was not returned to the manufacturer for analysis. Per patient's surgeon, on (B)(6), 2009, the patient was implanted in the contralateral ear. This report is filed (B)(4), 2011. Device is not available for analysis.